Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer stated that the blood glucose was 51 mg/dl at the time of incident. Customer did not experienced any symptoms related to low blood glucose. It was unknown if the customer had been using insulin pump within 48 hours of low blood glucose event. Customer received sensor updating alert. It was unknown if the auto mode smart guard feature was active. Customer reported that the insulin pump will not be returned for analysis.